Manufacturer narrative:
One photo was shared by customer where is observed a leakage from the filter 0.2 micron the device is connected to a 10 ml syringe. No additional damage or abnormally were observed. One used sample was received for evaluation connected to a normal saline 10 ml there was no visible damage to the set or filter, however, once the sample was tested, a leakage was observed coming from the side of the filter (welding area). No additional leaks were observed. Complaint of leak can be confirmed based in the physical sample evaluation. The probable cause of the leaks was due to a vendor issue. A device history review could not be conducted because no lot number was provided.

Event description:
The event occurred on an unspecified date and involved a 14" ext set w/0.2 micron filter, clave¿ clear, clamp, rotating luer which was customer reported that the nurse noticed the filter was leaking when she hung the new bag of total parenteral nutrition; she saw the fluid on the bed and noted the filter leaking. There was unknown patient involvement; no harm was reported as a conseqience of this event.